Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, olympus medical systems corp. (Omsc) determined that the device did not turn on due to a converter failure. The cause of the converter failure could not be identified. -the device was inspected in combination with the olympus video system center otv-s190 with serial number (B)(6) and the camera head ch-s190-xe-e, and the reported event was reproduced. -the converter was out of order. -as a result of checking the operation history of the device, there was no abnormality. -the frequency of the reported event was low. -as a result of checking the function of the device, there was no abnormality. -the problem improved when the converter attached to the device was replaced with a converter from olympus assets. -the reported event also occurred on august 20, 2021, and malfunctioned less than a year after the device was manufactured. -the voltage on the workstation's power supply was checked, and it was confirmed that peripheral devices other than the device were turned on without any problem. -only the device did not turn on. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device did not turn on at all and the power indicator did not light up at the time of delivery after investigation and repair by omsc. The same problem occurred last time, so omsc investigated the device and returned the device to the user facility because the device was normal, but the same problem reoccurred. The device was used in combination with a mobile workstation wm-np2 and monitor oev262h. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. There was no abnormality in the appearance of the device. The operation of the device could not be confirmed because the device did not turn on. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.